Event description:
The customer contact reported, the device did not sound an audible alarm tone during an alarm condition while in the low volume setting. The pump was returned to the central distribution dept with a note that stated, "defective, no alarm." No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while in the low volume setting. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. The investigation is not complete.